Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the data acquisition to motor controller cable and the data acquisition board. Complete performance verification test completed during service per service manual instructions, unit passed all test successfully. Unit has been placed back into clinical use.

Event description:
Customer reported a check vent data acquisition pcba adc error. No patient involvement.

Manufacturer narrative:
Per failure investigation results confirmed reported problem of error code 100a was due to the obs assy,cbl, data acq. To mtr (B)(4). No problem found on the data acquisition board during testing.